Event description:
Patient reported that when he puts the spike into the treprostinil vial, it actually rips off the rubber stopper of the treprostinil vial. Patient did not have the lot number of the spikes. No further information provided regarding missed doses, adverse events, or if the product is on hand. Reported to (B)(6) by pt/caregiver.